Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device had an issue occur after two hour warm up. Data was provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.